Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient didn¿t think the implant was working properly because they didn¿t have their programmer. There were no further complications reported or anticipated.